Event description:
Initial operation of equipment-error message - "cable malfunction" - changed cable/electrodes. Equipment functioned but tracing other than expected. Pt severely mottled, no palpable pulse, but conscious and talking, hr in 20's - suspected shock. Pads placed - fired pacer. - did have electronic capture but not at set rate. Set to pace 100ppm; heart rate displayed 72. Rate increased until electronic capture closer to 80 - pt still conscious, no pulse. Upon transfer to air ambulance pt coded.